Event description:
The manufacturer received information alleging a ventilator's external flow sensor failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's external flow sensor cable and system board were replaced to address the issue.